Manufacturer narrative:
Event details added. Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Event description:
The user facility reported that the device overheated during a procedure. There was a surgical delay but the amount of time is unknown at this time; adverse consequences were not reported, and medical intervention was reported as "yes" but the type of intervention was not immediately reported. Additional information has been requested from the user facility regarding the amount of surgical delay, adverse consequences, and medical intervention.